Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a percutaneous coronary stenting of the left anterior descending artery. Reportedly, the knot was advanced and the device was removed. During attempted use of the suture trimmer, a suture break was found. Hemostasis was achieved by applying manual arterial compression and protamine was administered. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the percloseproglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Inspection of the returned device indicated that both cuffs successfully captured the needles and the rail suture end was cut and attached to the plunger assembly. This is indicative of successful needle deployment and suture retrieval as intended. However, because the entire suture was not returned with the device, the reported suture break during the knot advancement/tensioning could not be confirmed. Potential contributing factors for the reported suture break during the knot advancement/tensioning can include, but are not limited to: manufacturing, challenging anatomical conditions, and deployment techniques. Every suture is appropriately inspected and tested for proper assembly and loading into the device during manufacturing. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the reported suture break during the knot advancement/tensioning could not be confirmed and a definitive cause could not be identified. Review of the device lot history record did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.